Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that among all the test items of the equipment, the security disk leak test failed. And, after replacing the security disk accessories, all items were tested again, and the equipment was tested according to the factory-specified process and test items. All tests passed and the data was within the range. The unit was then back to normal.

Event description:
N/a

Event description:
It was reported during a daily inspection , the cs100 intra-aortic balloon pump (iabp) was found to indicate air leakage in the iab loop . There was no patient involvement reported .

Manufacturer narrative:
Initial reporter telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.